Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when inserting the farawave and drawing back blood to remove air, the air continued to be drawn. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been discarded in the facility.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when inserting the farawave and drawing back blood to remove air, the air continued to be drawn. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been discarded in the facility. It was further reported the guidewire was at the distal end of farawave catheter. Pump was used for the irrigation of sheath. The bubbles were observed in the syringe.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.